Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 - insufficient information - event of stenosis reported with no patient information, no patient pre-condition no scans available and no additional information available on this event. However, device details were received on (B)(6)2025 - catalogue number: thp3032x150j, batch i.d: 25378749, serial number: (B)(6). Expiry date: 31 august 2024. Impact code: 4624 - surgical intervention to implant a gore c-tag 26-100 (gore medical). Is planned however we have contacted the site to see if this has been carried out and no additional information is available. 4625 - additional surgery - the patient has a planned thoracic endovascular aortic repair (tevar) using a gore c-tag 26-100 (gore medical). Device problem code: 4066 - device stenosis reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: b. 4110 - trend analysis: a 4 -year review of similar complaints thoraflex sales (B)(6) 2021 - (B)(6) 2024 v thoraflex hybrid stenosis events (B)(6)2021 - (B)(6)2025 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information was requested, however site responded to say no additional information was available for this event. 3331 - analysis of production records: full batch review performed from base fabric to finished product which confirmed the device was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found - full batch review performed from base fabric to finished product confirmed the device was manufactured to specification. Investigation conclusion: 4315 -cause not established - product was accepted at customer with no issues of damaged packaging or seal integrity reported. Packing DHR was reviewed and no issues found during packing process. Sterilisation was completed correctly and all process test results were within specification. Biological indicators endotoxin results sterilization control sheets were within specified limits. Inappropriate geometry, incorrect oversize, incorrect length, inappropriate material, insufficient overlap length, can promote the generation of thrombus inside of the device, however as no additional information is available for this event no causal link between the event and the device could be identified.

Event description:
Implant date: unknown. Event date: unknown. Event reported as " stenosis in the stented graft section after implantation: postoperative CT revealed stenosis in the stented graft section of the thoraflex hybrid implanted last year, and abi decreased to 0.9. The implant date and the serial number are currently unknown. The patient will undergo tevar as additional treatment on (B)(6) 2025. Abi is 0.9, which is lower than normal. There is no pressure gradient or subjective symptoms. Operation type: thoracic aortic artificial vessel replacement blood loss: unknown. No image available. No additional information available " reported as possibly related to device, procedure and pre-condition. This report is being submitted as a follow up #1 for manufacturing report 9612515-2025-00008 to provide event closure information for tag0137.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 - insufficient information - event of stenosis reported with no patient information , no patient pre-condition no scans available and no additional information available on this event. Impact code: 4624 - surgical intervention to implant a gore c-tag 26-100 (gore medical). Is planned however we have contacted the site to see if this has been carried out. 4625 - additional surgery - the patient has a planned thoracic endovascular aortic repair (tevar) using a gore c-tag 26-100 (gore medical). Device problem code: 4066 - device stenosis reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: b. 4110 - trend analysis: a 4 -year review of similar complaints thoraflex sales jan 21 - dec 24 v thoraflex hybrid stenosis events jan 21 - jan 25 gave an occurrence rate of (B)(6). No trend requiring action has been identified. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Implant date : unknown. Event date : unknown. Event reported as " stenosis in the stented graft section after implantation: postoperative CT revealed stenosis in the stented graft section of the thoraflex hybrid implanted last year, and abi decreased to 0.9. The implant date and the serial number are currently unknown. The patient will undergo tevar as additional treatment on (B)(6) 2025. Abi is 0.9, which is lower than normal. There is no pressure gradient or subjective symptoms. Operation type: thoracic aortic artificial vessel replacement. Blood loss: unknown. No image available. No additional information available". Reported as possibly related to device , procedure and pre-condition.